Event description:
It was reported, by the clinician, that the catheter was inserted into the right radial artery of a female patient in 2008 and worked fine. In the next day, they attempted to remove the catheter and all that came out was the hub and 1/8" of the catheter. A 1 7/8" piece was retained in the patient's wrist. At this time they are performing x-rays and monitoring the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.